Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced a broken tooth during the wearing of the aligners. Patient was examined by their dentist and was advised to immediately stopwearing the aligners. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.